Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Insulin pump received a weak signal alert as well. Customer's blood glucose level at the time 120 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was programmed with test minilink and the glucose sensor simulator, it communicated properly and it display properly on display graph. No unexpected weak signal alarms noted. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.